Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is lymphadenopathy. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "they have lymph nodes that they had a biopsy on both axillaries." Affected side right. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec, deformation device, yellow biological tissue in the shell, wear abrasion and creases fold. Cloudy in the gel observed after autoclave cycle base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade ii. Device has been explanted.